Manufacturer narrative:
The glidescope titanium lopro t3 blade and a glidescope gvm video monitor were returned to verathon for evaluation. The verathon technical service representative observed heavy corrosion on the connector and pins of the returned blade. The technical service representative was able to duplicate the reported black image condition, while testing the returned devices. During testing with a known good test blade, the returned video monitor produced an image that was stable and clear with good color rendition. The glidescope video laryngoscopes operations and maintenance manual (omm) states "using hospital-grade clean air, which is free from oils and residuals found in common compressed air, blow out the connectors. This dries the connectors and removes any remaining residuals." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion on the connector pins. Verathon followed up with the customer and restated the importance of blowing out the connectors following the reprocessing of the blades. Since no repairs are available for lopro blades the customer was advised to replace their blade. The video monitor was certified and returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3 blade, the image went black three (3) times during the procedure. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.